Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was having issues with their infusion sets. The customer also reported a no delivery alarm had occurred during a manual prime. The customer's blood glucose was 7 mmol/l. The customer stated the no delivery alarm was resolved by an infusion set change. The customer also reported she had gone through 5 infusion sets. No additional information provided.